Manufacturer narrative:
User reported issue was unconfirmed. Device was found to have a flow rate accuracy deviation of -0.17%, which is within the +/-5% specification. The device was found to have the air-in-line alarm not working. The device was repaired and retested to meet all the specifications on (B)(6) 2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The user reported the pump was infusing slower than anticipated. No patient injury or harm was involved in this case.